Event description:
Procedure: lap hernia repair. Pt sex:unk. Reportedly, the seal at the hub detached when mesh was placed in entry hub of the trocar. The seal did not fall into cavity, however, it did disengage to inside of the port.